Event description:
The company was informed that the pt reportedly developed edema at the implant site. The pt was prescribed clavulin, dexamethasone and ibuprofen. Two months later, the pt developed preauricular soft tissue infection at the site and the build up fluid was drained twice in the operating room. The pt was hospitalized and prescribed topical rifamycin, vancomycin and sulfa trimethoprim. On eval the following month, the pt continued to have purulent discharge at the site. The pt's device was explanted. Advanced bionics is currently in the process of gathering additional info. Once the info is received, a follow up report will be sent.